Event description:
It was reported that balloon rupture occurred. A 15mm 2.00 maverick balloon catheter was advanced to the target lesion. The balloon was inflated however it ruptured at an unknown atmosphere on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick otw balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Functional testing was performed by attaching an inflation device filled with water to the device. Microscopic examination presented no irregularities or damage in the balloon material. The device was inflated to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no irregularities or damage to the bonds of the device. Inspection of the remainder of the device revealed no damage or irregularities. No issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 15mm 2.00 maverick balloon catheter was advanced to the target lesion. The balloon was inflated; however, it ruptured at an unknown atmosphere on the first inflation. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and patient's status is good.